Event description:
Complainant alleged that while treating a (B)(6), female pt, there was an unk malfunction of the device. The complainant was unable to provide info relating to the nature of the malfunction. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.